Event description:
It was reported that during pre-implant preparation, foreign material was observed in the packaging for this electrode. This electrode was never used for the procedure, and another electrode was chosen for the procedure. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The electrode was returned, but not in the manufacture packaging. The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the electrode found no signs of foreign material, and no signs of body fluid on the electrode body. Laboratory analysis was unable to confirm the report of foreign material in the electrode packaging, and did not identify any foreign material on the electrode.

Event description:
It was reported that during pre-implant preparation, foreign material was observed in the packaging for this electrode. This electrode was never used for the procedure, and another electrode was chosen for the procedure. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.